Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation and doctor's visit. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso(B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso(B)(4) and eo residual levels in compliance with iso(B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicty per iso(B)(4) and sterility per iso(B)(4) prior to release.

Event description:
It was reported that after wearing the pod on the leg between 36 and 48 hours, the site was irritated, itchy and the blood glucose (bg) levels exceeded 14 mmol/l (252 mg/dl). The patient visited the general practitioner (gp) who prescribed a hypo cortisone cream to be used on the affected area, and advised to change the pod site. The pod has been disposed of.